Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing, power testing, and a review of the alarm log were performed. During the visual inspection it was identified that the power cord was damaged. The cause of the damage could not be determined. The power cord was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.